Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection(other) describe: pelvic inflammatory disease'), intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel and bladder'), bladder perforation ('perforation (other) please describe and state the location of the perforation: bowel and bladder') and paralysis ('paralysis') in a female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiparous. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), paralysis (seriousness criterion medically significant), feeling abnormal ("hormonal changes describe: brain fog and mood swings"), mood swings ("hormonal changes describe: brain fog and mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)/infection (other) describe: urinary tract infection"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal)/infection (other) describe: yeast infection"), anxiety ("anxiety"), depression ("depression"), urticaria ("hives"), rash ("rash"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: cyst on ovaries and fibroid on my tube"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pain"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint pain") and was found to have fallopian tube leiomyoma ("reproductive system disorder or condition type of disorder or condition: cyst on ovaries and fibroid on my tube") and weight increased ("weight gain"). At the time of the report, the pelvic inflammatory disease, intestinal perforation, bladder perforation, paralysis, feeling abnormal, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, anxiety, depression, urticaria, rash, migraine, headache, ovarian cyst, fallopian tube leiomyoma, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, dysgeusia, alopecia, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder perforation, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube leiomyoma, feeling abnormal, headache, intestinal perforation, menorrhagia, migraine, mood swings, ovarian cyst, paralysis, pelvic inflammatory disease, pelvic pain, rash, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: the essure spring was then placed by standard technique with 7 coils visible on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection(other) describe: pelvic inflammatory disease'), intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel and bladder'), bladder perforation ('perforation (other) please describe and state the location of the perforation: bowel and bladder') and paralysis ('paralysis') in a female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiparous. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), paralysis (seriousness criterion medically significant), feeling abnormal ("hormonal changes describe: brain fog and mood swings"), mood swings ("hormonal changes describe: brain fog and mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)/infection (other) describe: urinary tract infection"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal)/infection (other) describe: yeast infection"), anxiety ("anxiety"), depression ("depression"), urticaria ("hives"), rash ("rash"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: cyst on ovaries and fibroid on my tube"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pain"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint pain") and was found to have fallopian tube leiomyoma ("reproductive system disorder or condition type of disorder or condition: cyst on ovaries and fibroid on my tube") and weight increased ("weight gain"). At the time of the report, the pelvic inflammatory disease, intestinal perforation, bladder perforation, paralysis, feeling abnormal, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, anxiety, depression, urticaria, rash, migraine, headache, ovarian cyst, fallopian tube leiomyoma, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, dysgeusia, alopecia, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder perforation, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube leiomyoma, feeling abnormal, headache, intestinal perforation, menorrhagia, migraine, mood swings, ovarian cyst, paralysis, pelvic inflammatory disease, pelvic pain, rash, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: the essure spring was then placed by standard technique with 7 coils visible on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: plaintiff fact sheet received. Events: hormonal changes describe: brain fog and mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) urinary tract / infection (other) describe: yeast infection, infection(other) describe: pelvic inflammatory disease, anxiety, depression, rashes or skin conditions type: hives and rash , migraines, headaches, reproductive system disorder or condition type of disorder or condition: cyst on ovaries and fibroid on my tube, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain, perforation (other) please describe and state the location of the perforation: bowel and bladder metallic taste in mouth, paralysis , hair loss, abdominal pain, back pain, joint pain. Lot number was added. Essure model number was updated from ess305 to ess205. Concomitant condition was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection(other) describe: pelvic inflammatory disease/infection (bladder/ urinary tract/vaginal) type: pelvic inflammatory disease'), intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel and bladder'), bladder perforation ('perforation (other) please describe and state the location of the perforation: bowel and bladder') and paralysis ('paralysis') in a 23-year-old female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included multiparous. On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced mood swings ("hormonal changes describe: brain fog and mood swings"), 1 day after insertion of essure (ess205). On (B)(6)2007, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6)2009, the patient experienced feeling abnormal ("hormonal changes describe: brain fog and mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss"). On (B)(6)2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal)/infection (other) describe: yeast infection"), urticaria ("hives/rashes or skin condition: hives"), rash ("rash/rashes or skin condition: rashes"), migraine ("migraines/migraine/headache"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain/weight gain/loss"). On (B)(6)2018, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: cyst on ovaries and fibroid on my tube"). On an unknown date, the patient experienced paralysis (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal)/infection (other) describe: urinary tract infection"), headache ("headaches"), pelvic pain ("pain/pelvic pain"), dysgeusia ("metallic taste in mouth"), abdominal pain ("abdominal pain"), back pain ("back pain/back pain") and arthralgia ("joint pain/joint pain") and was found to have fallopian tube leiomyoma ("reproductive system disorder or condition type of disorder or condition: cyst on ovaries and fibroid on my tube"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pelvic inflammatory disease, intestinal perforation, bladder perforation, paralysis, feeling abnormal, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, anxiety, depression, urticaria, rash, migraine, headache, ovarian cyst, fallopian tube leiomyoma, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, dysgeusia, alopecia, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder perforation, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube leiomyoma, feeling abnormal, headache, intestinal perforation, menorrhagia, migraine, mood swings, ovarian cyst, paralysis, pelvic inflammatory disease, pelvic pain, rash, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: the essure spring was then placed by standard technique with (B)(4) coils visible on the right. Most recent follow-up information incorporated above includes: on 13-jan-2020: pfs received. New event 'she did not undergo essure confirmation test' was added. Event onset date and severity was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.